Event description:
Post surgical site infection resulting in 4 days hospitalization. Most recent event suture spitting with ongoing site irritation and suture abscesses. Vicryl sutures were used per surgeon. Recall was placed on these types of sutures in (B)(6) 2017, same month as initial surgery that was done on (B)(6) 2017.